Manufacturer narrative:
Other, other text: h10 device evaluation results: one level 1 trauma fast flow system (h-1200). The device was found to be heating up to 44.5 degree celsius, and alarming high temperature. The customer reported product problem was therefore confirmed. The product problem occurred due to a faulty heater and bottom thermistor. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow system produced a high temperature alarm. The board on the device was previously replaced. No patient injury or complications were reported in relation to this event.